Event description:
It was reported that an iol was introduced into the patient's eye with the leading haptic sticking out and the trailing haptic stuck in the injector. During insertion, the trailing haptic then broke. The surgeon decided to cut the iol in half and remove from the eye. The incision was enlarged. An iol of the same model and diopter was inserted successfully. In the surgeon's opinion, the likely cause of the event was incorrect loading.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user-related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have caused or contributed to the event.